Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge dropped from 15% to 5% while connected to a power source. The customer's blood glucose level was 130 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.